Event description:
It was reported that during a procedure for prolapse and hemorrhoids, staples of 1/3 round were formed, but other staples were not deployed and the target tissue was not cut. A purse-string suture was remaining. Another device was used to complete the case. There were no adverse consequences to the patient. The firing force was lower than expected. The staples did not fall out and did not remain inside the device. The doctor commented that there had been difficulty in suturing and the target tissue might not have been clamped properly. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.